Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,000 ohms, and it was suspected to have been attributed to the device header to lead spring contact connection. It was noted that the patient was pacer dependent, however there was no evidence of noise on the presenting or stored electrograms (egms). Technical services (ts) reviewed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).